Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
When the surgeon was removing the stapler to prepare for the next firing the nurse took the stapler off the surgeon and could not re open the jaws of the device. Jaws were locked out. Instead of using the reverse knife button, the opened another stapler thinking it was completely locked out. There were no patient consequences. Procedure: sleeve gastrectomy.

Manufacturer narrative:
(B)(4). Batch # p58389. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.